Event description:
An optometrist reported a pt had experienced photophobia in both eyes three months following lasik. The pt was treated with topical steroid drops. Additional info was received from the optometrist, who indicated the pt's symptoms are improving. The pt is no longer using steroid drops but was prescribed topical drops for dry eyes. There are two medical device reports associated with this event. This report is for the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).